Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator displayed a screen blocked alarm; a touchscreen error had occurred. The ventilator was not is use on a patient at the time of the reported incident. Medtronic was not authorized to evaluate/repair the device. A non-medtronic service provider inspected the device and disconnected the graphical user interface (gui), cleaned the touchscreen, and reconnected the gui. The service provider performed self-testing and the ventilator was reported to be working properly.